Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific received additional information. At a device follow-up, the device had a magnet rate of 90 bpm and the remaining longevity was six months. Although the rv lead had high pacing outputs programmed, there was concern that the device's battery was depleting prematurely. Therefore, a lead revision was performed to reposition the rv lead, due to the high pacing threshold measurements. During the procedure, the right atrial (ra) lead pulled out of place. The entire system was then explanted and replaced with a competitor's pacing system, due to the ra lead dislodgement, high rv pacing thresholds, and suspected premature battery depletion of the device. The rv lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device check three days post-implant, this pacemaker and right ventricular (rv) lead exhibited intermittent pacing failure and increased ventricular pacing threshold measurements of 5.5 volts at 0.4 ms. Loss of capture (loc) was observed. On review, the rv pacing impedance was measured to be 439 ohms during procedure and was at 389 ohms during device check. No symptom of a loose terminal pin or noise was found. Additionally, echocardiography showed no evidence of a perforation. Pacing outputs were increased and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.